Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that on an unspecified date in (B)(6) 2013, she was admitted to the hospital with diabetic ketoacidosis due to a bent cannula, and the pump never alarmed for an occlusion. The patient stated, she was not getting any insulin. The patient stated that her blood glucose was over 700mg/dl. There were no signs or symptoms reported and the patient did not specify what treatment she received. The patient alleged that she has had bent cannulas previous and the pump has never alarmed for an occlusion since she started using this particular pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention while using insulin pump therapy related to the pump not alarming as expected.